Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Manufacturing and distribution of this product line has been discontinued and the manufacturing date of this product shows it is beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification from manufacture through its intended lifespan. No design, manufacturing, or labeling mitigations are required/possible due to the manufacturing and distribution of this product line being discontinued. Such products have had significant time in the field to provide the feedback on failure modes and associated mitigations applicable to that product which are considered and integrated into the mitigations for similar future product. To date, product has not been returned for further investigation. The useful life of precision xtra meters is 4 years. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint 01-feb-24. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Manufacturing and distribution of this product line has been discontinued and the manufacturing date of this product shows it is beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification from manufacture through its intended lifespan. No design, manufacturing, or labeling mitigations are required/possible due to the manufacturing and distribution of this product line being discontinued. Such products have had significant time in the field to provide the feedback on failure modes and associated mitigations applicable to that product which are considered and integrated into the mitigations for similar future product. To date, product has not been returned for further investigation. The useful life of freestyle precision optium meter is 4 years. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint (B)(6)2024. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in previous report. Correction has been made.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.